Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the medium-large clip applier were misaligned, and it was unable to close the clip. The procedure was completed as planned with no reported injury. Isi contacted the customer for follow up, however they did not have additional information to provide on the reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Functional clip test was not performed due to the clip grip damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Further investigation confirmed additional observations. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove.